Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was that the caller indicates that the therapy is not working, the communicator will not find the implant. The caller was seeing an ens not found message and determined they were in the wrong app. Attempted to connect with the correct app, but caller continued to encounter device not responding screen. Caller connected with recharger app and recharger and the implant was at 70%, but therapy was off. Tried repositioning multiple times. Confirmed communicator is not plugged into the charger, and communicator has not been dropped or wet. Consulted hcit who was able to confirm all apps were out of date and recommended handset replacement. An email was sent to the repair department.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient received the replacement handset, connected to the micro my therapy app and was able to turn therapy on. The patient said the stimulation level was too high, so they decreased it to a level that was comfortable. The patient no longer felt stimulation at the conclusion of the call. Agent reviewed information regarding stimulation and advised the patient to monitor symptoms now that therapy was turned on. The patient understood and did not require further assistance.